Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a call was received about how to turn off a left ventricular assist device (lvad) at end of life without many alarms. A couple of hours later, it was communicated that the patient passed away. An autopsy was to be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection and sepsis could not be conclusively determined through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9 from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. (B)(6) appeared to be exposed to a fixative prior to its return. Visual inspection of the pump rotor and rotor well did not reveal any obvious scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: a lengthwise crease was observed in the graft material, with an accumulation of tissue noted to have filled in and formed over the crease. Examination of the inflow cannula revealed a red, tissue-like deposition. The outflow graft revealed a developed white/red, tissue-like deposition that occluded the outflow graft. The pump outflow and pump cover revealed white/red depositions. The pump rotor revealed a red, tissue-like deposition. The relevant sections of the device history records for mlp-010211 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including infection, sepsis and pump thrombus, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, "patient care and management", contains information regarding the recommended anticoagulation therapy and international normalized ratio range. This section also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of death was a chronic driveline infection and sepsis. The death was considered to be device related. The device reportedly operated as expected. Driveline infection was previously reported under MFR # 2916596-2021-03965.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.